Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker previously showed eight and a half years remaining longevity. During the recent device check, the device showed six and a half years remaining longevity. Analysis showed that in the past it appeared the power dipped for some time. There were some indications a follow up was done at or near those dates which initially caused a drop in power consumption. The power level has been stable late last year and according to the battery calculator the expected power consumption and the device actual power consumption agree at about 35 microwatts. As of this time, the device remains in service. No adverse patient effects reported. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from eight and a half years to six and a half years in a span of four months. This device was explanted and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided the product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
It was reported that this pacemaker previously showed eight and a half years remaining longevity. During the recent device check, the device showed six and a half years remaining longevity. Analysis showed that in the past it appeared the power dipped for some time. There were some indications a follow up was done at or near those dates which initially caused a drop in power consumption. The power level has been stable late last year and according to the battery calculator the expected power consumption and the device actual power consumption agree at about 35 microwatts. As of this time, the device remains in service. No adverse patient effects reported.